Manufacturer narrative:
Follow-up # 1 date of submission 11/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/21/2016 with the following findings: during visual inspection of the pump, it was observed that there was moisture observed on the display. A leak test was performed and failed due to a display lens leak. The pump was opened and there was moisture found on the display only. There was no moisture found in the battery compartment. Unrelated to the initial complaint, the investigation revealed that the display was dim and discolored. .

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture ingress behind the display. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.